Event description:
A report has been recevied where it was learned of an incident indoors where the rollater weld broke at the right front sleeve/caster. In speaking with the reporter, it was learned the device was replaced. Clean break. No injury occurred. If any further information is received a follow up report will be submitted.